Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from 14jul2019 to 14aug2019. There were several no external power events (B)(6) 2019 captured in the log file. The associated voltage levels suggested that the first three events occurred while on mpu and power to the mpu was lost. The pump support was not affected and the system continued to operated powered by the backup battery. The no external power event recorded on (B)(6) 2019 occurred during the process of switching to battery power from mpu. The log file also contained low flow events (B)(6) 2019) associated with flow levels below 2.5 lpm. A specific root cause for the alarms recorded in the log file was not able to be determined. The (B)(4) was not returned for evaluation. Per the customer the patient does have the new ac power cord with the yellow locking mechanism. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced no external power events while connected to the mobile power unit (mpu). Log file analysis observed these events on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The patient stated that they were unaware these alarms on these dates. In each event, the external backup battery (ebb) was enabled until power was restored to the mpu. The patient did have the ac cord locking mechanism for the mpu. It was also noted that the device operated as expected.